Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device coupling head malfunctioned, it was difficult to insert the gauge, the device would not stop immediately after releasing the trigger, the electric motor emitted an unusual ¿clicking¿ sound while running, the coupling head was worn, the bearings and seals were damaged and the device rotated roughly. The device also failed the test bench pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that it was difficult to insert the gauge into the small battery drive device; and its motor would not stop immediately after the trigger was released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.